Manufacturer narrative:
Concomitant product(s): d364drg ICD, (B)(6) 2012. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Non-physiologic oversensing due to noise observed on stored atrial lead electrograms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subclavian crush was suspected on both the right ventricular (rv) and atrial leads. The rv lead had a high sensing integrity count (sic) and non-sustained ventricular tachycardia (vt) with high frequency and noise in ventricular electrogram (egm). Lead fracture was suspected. The atrial lead exhibited probably noise in atrial egm of the non-sustained vts with high frequency. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.